Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the exact cause of the reported phenomenon could not be determined. If the subject medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be supplemented.

Event description:
It was reported that during a therapeutic turp (transurethral resection of the prostate) procedure, the generator started to not work properly, reinitiating and an error message of e433 occurred. It is unknown what the generator settings were when the error occurred. According to the reporter, the intended procedure was completed and there was no patient harm or injury reported due to the event.